Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. The drill attachment was twisted by hand and was not able to unlock. Upon running the kpc test and reaching the unlock collet stage, the drill attachment was able to unlock. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The most probable cause of the reported problem is user error: the user unplugged the drill prior to quitting the application or attempted to unlock the drill attachment while the burr was still loaded in the drill. The cori user manual 500230 rev. D provides guidelines for performing manual instrumentation in the event the surgeon decides to no longer use the cori system. The user manual instructs the surgeon to quit out of the cori application followed by unplugging the robotic drill from the console. Unplugging the drill prior to exiting out of the application will lock the attachment onto the drill. It is also stated that the drill attachment cannot be removed from the robotic drill while the burr is still inserted in the drill. The reported incident was assessed from a clinical/medical standpoint: the procedure was completed with manual instrumentation. The patient was not harmed beyond the reported problem. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during set up for a cori assisted tka surgery and while running a drill diagnostic test, the real intelligence robotic drill began to smoke and became overheated during the tests. The drill then did not pass the tests and the ri robotic drill attachment and the real intelligence robotic drill tracker were stuck on the drill. The procedure was completed with manual instrumentation. The patient was not harmed beyond the reported problem. It is unknown if this cause a delay.

Manufacturer narrative:
Internal complaint reference (B)(4).